Event description:
The home patient (hp) called with an alarm, because the bag fell off the table onto the floor and disconnected. The technical service representative (tsr) explained the alarm to the hp, had the hp cycle the power, and informed the hp to use manual bags or start over again using new supplies. The hp would do a manual exchange. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that the unheated bag was too close to the edge of the table and fell off and disconnected, because the solution was moving through it. The hp stated that no defects were seen with the cassette or bag. The hp was unable to continue therapy that night because he did not have extra supplies, but started therapy on the cycler as usual the next night. The hp stated that he heard it right away, so he got up and shut the flow to him off right away. The hp stated that he has been doing fine with nothing wrong and has been able to continue therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). The companion sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon follow-up, it was found no companion sample was available for evaluation and the device was discarded. This complaint for a system error 2240 (air in set) that occurred during dwell 2 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated that the unheated bag was too close to the edge of the table and fell off and disconnected, because the solution was moving through it. The hp stated that no defects were seen with the cassette or bag. The batch review was performed on potentially associated lots (h10b005037) with no issues noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).